Event description:
Spontaneous call from patient's daughter who reported that the remodulin vials have been leaking when they use the mini spike disp pin to draw out the medication. She said that they have been sent these spikes for the past few shipments and they always have problems with them. Unknown if the doctor is aware. No other information provided there is no lot number available for the previous shipment of mini spike sent to the patient. Reported to (B)(6) by pt/caregiver.